Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. H3 = device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the "connecting pipe" on a cook bakri postpartum balloon with rapid instillation components was "blocked by rubber". During a cesarean section delivery, after balloon placement, it was observed that the fluid connection tubing was obstructed by rubber, preventing water injection. Alternative hemostatic methods were used to stop the bleeding successfully. The patient lost 1300ml blood prior to the device failure, and 500ml after for an estimated total blood loss of 1800ml. A blood transfusion with 4 units of deleukosuspension red blood cells (rbcs) and 400ml fresh frozen plasma were administered. Per the reporter, the balloons are placed individually on tabletops near metal tools that could cause damage. As reported, a section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.